Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020. The customer blood glucose level was 600 mg/dl at the time of hospitalization. The customer was assisted with troubleshooting. The customer was treated with insulin drip and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea. Auto mode was active. Customer also did the self-test and displacement test and they were passed. The device will not be returned for analysis.